Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit continued to run after the hole had been created. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event and surgery was completed successfully.

Manufacturer narrative:
The definitive root cause could not be determined. The quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit continued to run after the hole had been created. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event and surgery was completed successfully.